Manufacturer narrative:
With all the available information, boston scientific concludes that the cause of the high impedances was confirmed through laboratory analysis as internal inspection found that the ipg header was separated from the pcba and the battery tabs were also detached from the battery with no force. The cause could not be established since further troubleshooting could no longer be performed due to the damage to the ipg. Returned ipg was analyzed and found that the primary cell ipg could not be detected by rc (remote control) nor cp (clinician programmer). When the device was cut open, the battery measured zero volts. The continuous investigation found that the ipg header was separated from the pcba, and the battery tabs were also detached from the battery with no force. It's undetermined whether the device damage might have been occurred prior to the laboratory analysis. The failure mode was attempted to be duplicated in the lab. It is highly improbable for the header and battery to be detached from the pcba while the case is intact. The damage most likely occurred during the investigation. The complaint report indicated that the patient had high impedances on all lead contacts during a regular follow-up appointment indicating the device was capable to communicate with an rc. The open circuits shown on both ports for all electrodes supports that the dbs system is not intact. Total reset count incremented significantly from september 2020 to december 2020. The significant reset count supports that the device does not appear to be working as expected.

Event description:
It was reported that the patient had high impedances on all lead contacts during a regular follow-up appointment. The patient underwent a revision procedure to replace the ipg. The patient is doing well postoperatively.

Event description:
It was reported that the patient had high impedances on all lead contacts during a regular follow-up appointment. The patient underwent a revision procedure to replace the ipg. The patient is doing well postoperatively.